Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired on the same day. It is further alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products. (B)(4). Additional information has been requested and will be submitted upon receipt accordingly.